Event description:
Information was received indicating that the medfusion 3500 displayed a primary audible alarm system failure. It was reported that the device did not fail while being used on a patient.